Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 18, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b1 (adverse event. B2 (outcome attributed to adverse event). B5 (update describe event or problem). D4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 4641, 4114, 3331, 3221, 4315). Health effect - impact code: 4641 - unexpected medical intervention. Type of investigation #1: 4114- device not returned. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Without a returned device a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information indicates that the event is considered an intervention, as the product was changed out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.   Component code: 4739- gas exhanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1491- increase in pressure. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, pre membrane pressure went very high. As per the user facility, despite cutting flow rates they could not get the pressure back under control and had to swap the oxygenator out, gas exchange was ok and no visible clots. No consequence or impact to patient. There was an unknown minutes of delay. The product was changed out. Procedure was completed successfully.